Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the insulin pump during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on display window.

Event description:
Customer reported a motor error alarm on their insulin pump. Customer's current blood glucose reading is 428 mg/dl. No further information reported.